Manufacturer narrative:
The failed battery was discarded by the customer. The customer was unable to provide the serial number of the failed battery. The customer did not request that philips evaluate or perform service on the device.

Event description:
The customer stated that the device failed to power up before an elective cardioversion procedure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to power on. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.